Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. The root cause was a spot weld deficiency at the j7 lead. The root cause for the spot weld deficiency was unable to be identified. There was no adverse event that resulted from the damaged belt.